Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection found the outer case damaged. The functional evaluation found that the device could not operate on battery or mains power and could not be charged, establishing a relationship with the event reported. It was established that the root cause of this was a failed main circuit board. The battery was replaced as part of the service due to being depleted, which is a normal function. Lithium ion batteries are subject to a limited number of charges. The device also failed calibration requiring the pump assembly to be replaced. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys go device failed to start-up correctly and was found unable to operate on ac or battery power and could not recharge the battery due to a broken j13 connector on the mainboard and a defective battery. No patient involved.